Manufacturer narrative:
(B)(4). This lot was manufactured between october 8, 2013 and october 9, 2013. Evaluation summary: baxter received one sample for evaluation. Visual inspection noted a ruptured bladder. The ruptured bladder was microscopically examined and markings located on the exterior surface of the bladder were observed near the rupture line. The cause of rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate¿s reservoir ruptured during filling. The device was being filled with amukin and sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate the rupture. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter and the evaluation is underway. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.